Event description:
On (B)(6) 2022 getinge became aware of an issue with one of examination lights - lucea 10. The support of the arm was broken off. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4)

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a getinge became aware of an issue with one of examination lights - lucea 10. The support of the arm was broken off. We decided to report the issue in abundance of caution as any particles falling off during examination procedure may cause infection or serious injury. It was established that when the event occurred, the examination light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. According to the photographic evidence the axle has broken at the base of the lucea 10 examination lamp structure. The break was probably caused by impact or excessive stress. To prevent any incident the lucea instruction for use IFU 01701 mentions to check, during daily check before use, that the device has not suffered any impact damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.